Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
The right ventricle lead was repositioned as it exhibited high thresholds as apparently the lead moved from original implant . No additional adverse patient effects were reported.